Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with no delivery multiple times, and that she's been getting high blood glucose levels as a result. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the no delivery issues. Troubleshooting was initiated for the no delivery alarm, and the customer resolved the alarm with an infusion set change. Customer then stated that she could not bolus due to keypad issues; every time she pushes a button the pump would scroll through the menu on its own. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No excessive no delivery alarm could be verified due to the unresponsive keypad. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.